Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection and observed a dirty sample well and loose sample probe. The cse checked the wash manifold, vacuum pump, sample probe alignment, sample pump setting (6.2v), lubricated the worm and belt of the sample and ancillary probes. The cse checked and tightened the screws on the sample chassis and notched wheels (vertical movement). The centering of the sample probe during sampling on the chain, and replacement of the sample syringe greasing kit was performed. The cse changed the filter of the direct plumbing and changed valves v66 and v67 for an unrelated issue. Siemens has requested further information, and is investigating the false positive advia centaur xpt toxoplasma g (toxo g) patient result. The customer will run patient samples in duplicate. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A false positive advia centaur xpt toxoplasma g (toxo g) result was obtained on a patient sample. The positive result is considered discordant compared to negative repeat results, and a negative toxoplasma g result when run on an alternate test method. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xpt toxo g result.

Manufacturer narrative:
Siemens filed MDR on 03/30/2018 for a false positive advia centaur xpt toxoplasma g (toxo g) result. 04/30/2018 - additional information: siemens has completed the incident investigation. The adiva centaur xpt toxoplasma g (toxo g) calibration and quality control (qc) data were reviewed, within ranges, and comparable with qc release data. There were no additional discordant results reported by the customer since the customer service engineer (cse) visit, and the customer has implemented a process for checking the sample well regularly for cleanliness. The calculated toxo g specificity for this customer is 99.9% (914/915= 0.9989 x 100).the relative specificity results from the 3 studies in the advia centaur xpt toxo g instruction for use (IFU) range from 99.3% - 99.8%. The cause for the non-reproduced toxo g is unknown, however pre-analytical factors cannot be ruled out. Based on the available information, the advia centaur xpt toxoplasma g, lot 061228 is performing as intended. No further evaluation of the device is required.